Manufacturer narrative:
This report is submitted on june 17, 2019.

Event description:
Per the clinic, the patient was treated with oral antibiotics for an inflamed and weeping area around the abutment site. The implant remains in-situ.